Event description:
It was reported that during generator replacement high impedance was observed with the new generator attached to the existing lead. It was reported that device diagnostics prior to the replacement were within normal limits. The surgeon decided to replace the lead as well. It is unknown if the surgeon confirmed the lead/generator connection prior to replacing the lead. The explanted lead and generator was discarded during the surgery; therefore, no product analysis can be performed.